Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula tapered tip was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the patient has chronic pancreatitis wherein a pancreatic stent has been implanted. During the procedure, the physician removed the pancreatic stent using a snare. The tandem rx cannula tapered tip was then cannulated over a jagwire. The cannulation was considered simple as it did not necessitate a sphincterotomy procedure. As he went to perform an exchange, he noticed that the radiopaque (ro) marker and tip of the cannula had broken off inside the patient's pancreatic duct. He attempted to remove the broken piece, but it was unsuccessful. The case ended leaving the detached part of the device inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.